Event description:
(B)(4). Had essure put in after my 4th child was born. It worked for 5 years and found out I was pregnant (B)(6) 2013 with baby # 5. I should not have become pregnant. I have terrible pain in my fallopian tube as well. My doctor has ignored my pain as well as the fact I have gotten pregnant and wont check if the coils are still in place. Instead she wants to give me a tubal ligation. I should not have to have a tubal ligation if I had essure. Now I am in constant worry that baby #6 might happen. This is frustrating.